Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "bubbles" (air leak). A customer reported that air bubbles came out from the top end of the probe and it was difficult to maintain the surgery. There was no pt impact reported.

Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints could not be performed as no lot number was provided. When a laser probe is inserted in the pt's eye, the air located in the clearance space between the optical fiber and the cannula/nitinol-tube expands due to the eye temperature being about 28 f higher than the ambient surgical room temperature. Since the back of the cannula/nitinol-tube is sealed by the bond, the air escapes forward forming an air bubble at the tip of the cannula/nitinol-tube. An internal investigation has been opened to address the issue reported. (B)(4).